Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that there was no occlusion on the sets and they believe that the insulin pump was not delivering enough insulin. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The insulin pump was returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. We were unable to prime during prime test due to faulty force sensor resistor. We were unable to complete functional test including occlusion test due to prime anomaly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap stickers.